Event description:
It was reported via repair work order that the brakes would not engage due to brake locking lever was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.